Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 92% stenosed target lesion was located in a coronary vessel. A 24 x 4.00mm promus premier drug-eluting stent was advanced to the target lesion but failed to cross the lesion. The device was removed and it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 92% stenosed target lesion was located in a coronary vessel. A 24 x 4.00mm promus premier drug-eluting stent was advanced to the target lesion but failed to cross the lesion. The device was removed and it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Promus premier ous mr 24 x 4.00mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a mid-shaft kink 38mm proximal from the port bond measured using a ruler. No other issues were identified during the product analysis.